Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited multiples non-sustained ventricular tachycardia episodes, along with evidence of t-wave oversensing (twos) and an increased sensing integrity counter (sic). Additionally, the right atrial (ra) lead exhibited noise and unstable thresholds and impedances. The leads will be reprogrammed, and will continue to be monitored. No patient complications have been reported as a result of this event.